Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the pump components are mechanically damaged due to a hard mechanical impact / mechanical intervention with improper tools. No damages on the electronic components could be detected and therefore no error messages have been generated. The insulin pump should not be exposed to high mechanical forces. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the reviewed history showed, that all programmed boluses were delivered as intended. The problem mentioned by the customer is related to a handling issue.

Event description:
Patient reported experiencing constant elevated blood glucose levels and rising amounts of insulin that do not help; exact readings were not provided. Patient alleges inaccurate delivery by the infusion device. Patient stated she switched to insulin pens because of the rising amounts of insulin and continued hyperglycemia and everything was fine. Patient reported when returning to the infusion device the issue persisted. Patient reported the infusion device is slightly damaged due to falling on it. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.